Manufacturer narrative:
Date rec¿d by MFR : 20mar2019, date of report : 05aug2019. The manufacturer's international field service technician confirmed the reported problem; a loose connection caused the indicator to turn off from vibrations such as button operation. The manufacturer's international field service technician replaced the power switch overlay to address and correct the reported condition. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support stating that unit had a faulty led (light emitting diode) indicator. The customer reported there was no patient involvement. The event date was not specified; estimate used.